Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and congestive heart failure.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.